Manufacturer narrative:
Insulin pump was received with blank display due to bent battery contact spring. Unable to verify battery compartment heating up due to blank display. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It is reported that a customer put new batteries in their insulin pump and does not last an hour before shutting off.. The patient's blood glucose level was at 149 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)